Event description:
It was reported that the cartridge was damaged at the o-ring. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.